Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient successfully started the warmup phase for a newly inserted sensor. The patient fell asleep before the warmup finished, and the next day, (B)(6) 2025, the patient woke up and found that the tandem pump was not displaying any cgm readings. The patient could not remember the exact error message on the screen. No symptoms were reported from that moment and no fingerstick was taken, and the patient went to school. When the patient got back home that day, they started to have a headache, couldn't eat, were shaky, and were vomiting. The parent didn't give them any treatment or medication at that time as the patient refused. No fingerstick test was done either. The next day, (B)(6) 2025, at around 6:00 am, the symptoms continued and the parent insisted to take the patient to the hospital. Upon arrival a fingerstick was taken and the blood glucose reading was 565 mg/dl. It was understood that the patient still did not have any cgm readings at that moment. The doctor confirmed that the patient experienced diabetic ketoacidosis, and the patient was admitted into the intensive care unit (ICU). The patient was treated with intravenous insulin, potassium, electrolytes, and sodium. The patient was discharged on (B)(6) 2025 and the blood glucose reading was 245 mg/dl at that moment. At that moment the patient was still not able to get cgm readings displayed. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.